Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-063: damaged during transit note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for damaged product. Complaint was initially reported via e-mail and then by telephone. Customer called in and advised that he purchased the meter on monday. Customer advised that the box was intact and there was no damage to the outer portion of the box but when he opened the box, the screen of the meter was cracked/scratched. Test strip lot information was not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.